Event description:
It was reported to tyco healthcare/kendall on 08/18/06 that a customer had a problem with a x-ray detectable sponge. The customer states that the blue x-ray element in the sponge is breaking into pieces inside the wound when handled with forceps.

Manufacturer narrative:
At this time there has not been a sample received for evaluation. An investigation is currently underway, upon completion the results will be forwarded.